Manufacturer narrative:
H3: the ps1 (product ID: bi71000450, serial/lot : (B)(6) was returned to the manufacturer for analysis. Hardware analysis found no fault with the returned ps1. Applicable h6 codes: b01, c19, d14. The starter board (product ID: bi71000576, serial/lot : (B)(6) was returned to the manufacturer for analysis. Hardware analysis found no fault with the returned starter board. Applicable h6 codes: b01, c19, d14. The pcba generator control board (product ID :bi71000222, serial/lot: (B)(6) was returned to the manufacturer for analysis. Hardware analysis confirmed the reported issue and was determined to be caused by an electrical failure. Applicable h6 codes: b01, c02, d02. The tank kit (product ID: bi71000469, serial/lot : (B)(6) was returned to the manufacturer for analysis. Hardware analysis confirmed the reported issue and was determined to be caused by an electrical failure. Applicable h6 codes: b01, c02, d02. The collimator filter (product ID: bi71000168, serial/lot : (B)(6) was returned to the manufacturer for analysis. Hardware analysis confirmed the reported issue and was determined to be caused by a mechanical failure. Applicable h6 codes: b01, c07, d02. The gantry cable chain assembly (product ID: bi71000416, serial/lot : (B)(6) was returned to the manufacturer for analysis. Hardware analysis was unable confirmed the reported issue but found insulation damage of the cable jacket. Applicable h6 codes: b01, c07, d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000229, serial/lot: (B)(6), h6: the ps1 power supply was returned for product analysis. The ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. The ps1 failed bench testing, as it's output voltage drifted to 4.8vdc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot : (B)(6), product ID: bi71000576, serial/lot : (B)(6), product ID: bi71000469, serial/lot : (B)(6), product ID: bi71000168, serial/lot : (B)(6),product ID: bi71000416, serial/lot : (B)(6). H3, h6: a medtronic representative went to the site to perform a system check out and they found the x-ray was disabled. The generator was give error e016. The generator control board, power supply(ps1), starter board, and tank were replaced to resolve errors e016, e040, and e041. The high voltage cable assembly was also replaced. B01, c02, and d02 are applicable to the system checkout. The ps1, starter board, tank, collimator filter, and gantry cable assembly were all returned for product analysis. The analyses are still in progress. B21, c21, d16 are applicable to the product returns. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found the system passed all testing. It is unknown if any hardware components were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-ray was disable and the generator controller was beeping. There was no patient involvement.